Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site irritation and redness. No lot release records were reviewed as the product lot number was not provided. The omnipod user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin."

Event description:
The customer reported a rash on her body after wearing the pod on various sites (arms, legs, and back) longer than 48 hours. Site is very itchy and has left her with a scar at the site. Her healthcare provider stated that it looked like an allergic reaction and prescribed an unknown ointment for treatment.